Event description:
It was reported that the pump stopped all insulin delivery. The customer stated that although blood glucose level had not been check, the customer felt that blood glucose levels were becoming elevated.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.